Manufacturer narrative:
Reporter phone number: (B)(6).

Event description:
Related manufacturer reference number: 1627487-2021-18709. Related manufacturer reference number: 1627487-2021-18710. Related manufacturer reference number: 1627487-2021-18711. Related manufacturer reference number: 1627487-2021-18712. Related manufacturer reference number: 1627487-2021-18713. Related manufacturer reference number: 1627487-2021-18714. It was reported that the patient lost therapy. Diagnostic revealed high impedances. Additionally, the ipg was inoperable. As such, the entire system was explanted and replaced on (B)(6) 2021 addressing the issue. Reportedly, therapy was confirmed post operatively.

Manufacturer narrative:
The reported event of high impedance was not confirmed. Analysis of the returned lead found no anomalies, the lead passed electrical testing and impedance testing. No root cause was identified for reported event.